Event description:
Our facility with two other system hospitals is participating in a trial evaluation of the hologic myosure hysteroscopy device. During this patient's procedure, 7000 ml of normal saline was infused into the patient while using this device. When the fluid was returned there was approximately a 3000 ml discrepancy. This resulted in the patient's oxygen saturation dropping requiring temporary ventilator support in the recovery room. Patient was discharged in stable condition following recovery room. Following observation in the operating room as well as conversations with the manager of manufacturer's representative, we are concerned that the manufacturer representative who was in attendance for the surgery may have not been adequately trained in the product and its use. We do not know if the product itself failed. Two similar events occurred with patients at another system facilty.